Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the "a side" referenced in the initial report was incorrect. The correct reference is "the left side". It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced bilateral deflation on breast implants. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, lot # 7573583 (l & r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-07049 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 3.4 cm on the anterior aspect and two rents of 1.1 cm and 1 cm on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced bilateral deflation on breast implants. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, lot # 7573583 (l & r) on (B)(6) 2018. This is for the a side implant, see manufacturer report number 1645337-2018-07049 for contralateral prosthesis.